Event description:
Device issue: none. Adverse event: systemic infection. Time of adverse event: one week after vessel closure. It was reported that a physician achieved uneventful arteriotomy closure of the common femoral artery using the starclose se device after an interventional procedure. Reportedly, one week post-procedure, that patient developed a bacterial staphylococcus infection in the groin. The infection was reported to be systemic. It was also reported that the patient had a heart valve replaced and an abscess of the spine drained during the same period. It was unknown if the physician/operator regloved and reprepped prior to arteriotomy closure with the perclose at. The patient remains hospitalized for over a month and is being treated with unspecified medications. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4): the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.